Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No valid lot number was provided, therefore a review of batch manufacturing records could not be conducted. A comment from our clinical investigation team states: 'based on the limited information provided, it cannot be concluded definitively whether the reported skin reaction issues are a direct result of using the renasys go npwt foam dressing kit, whether there was a procedural variance during use of the product, or whether any pt medical conditions may have been a contributing factor. The patient¿s issues have resolved. The root cause of the reported maceration cannot be definitively concluded. Based on the limited information provided no further clinical assessment is warranted at this time.' Maceration is captured as a potential harm within our risk management files, so no update is required. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that nurse went to patients home for dressing change on npwt. Nurse noted pump functioning properly soft port and black foam were compressed. When dressing was removed area surrounding wound was macerated. Nurse noted pooling of fluid at the wound site.